Event description:
The hcp reported that the pt presented to the ER with severe spasticity. It was reported that drug remained in the reservoir despite symptoms of underinfusion. The reporter indicated that the low battery alarm was not activated. The pump was explanted after five yrs of life and replaced by a similar device; the catheter was not replaced at that time. The pt "felt well" 24 hrs postoperatively.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.